Manufacturer narrative:
(B)(4). Concomitant products: estimated date of event (reported as symptoms occurred approximately 1.5 months post procedure). Mitraclip (x1). The explanted clip was not returned for analysis. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This mitraclip (10269585/(B)(4)) is filed for leaflet tear and increased mitral regurgitation requiring surgery. This is considered serious injury. It was reported that a patient was screened using transesophageal echocardiogram imaging and was considered feasible to undergo a mitraclip procedure. The mitral valve had a moderate bi-leaflet prolapse with a p2 segment flail. On (B)(6) 2014, a mitraclip procedure was performed and two clips were implanted on the a2/p2 segment of the mitral valve reducing the degenerative mitral regurgitation (mr) grade from 4+ to 2+. There was no difficulty with visualization or insertion of the second clip (10269585/(B)(4)). All echocardiogram images suggested that the leaflet insertion was "ok". Approximately 1.5 months post procedure, the patient experienced symptomatic heart failure and an increase in the mr grade to 3+. On (B)(6) 2014, the patient underwent surgical replacement of the mitral valve with a biological prothesis. During surgery, a rupture in the posterior leaflet was found running from the free margin to the annulus. The clip was attached to the anterior leaflet and still inserted on the posterior leaflet but it was completely rotated through the laceration from the ventricular side to the atrial side of the mitral valve. Postoperatively, the patient was doing quite well with good hemodynamics without any inotropic support. No additional information was provided.

Manufacturer narrative:
(B)(4). The explanted clip was not returned for analysis. The analysis of this complaint was an assessment of the manufacturing records/complaint history and information provided by the reporter to abbott vascular. Potential causes for failure to adhere or bond to the leaflets/rotated clip are, but not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique and procedural conditions (procedural circumstances influencing the ability to grasp the leaflets). As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the device history record confirmed this device passed all in-process and final inspections, including verification that the clip and its components were functioning as expected. There were no non-conformances issued for this lot that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar failure to adhere or bond incidents reported for this lot. The user also reported no issue while functionally inspecting the clip delivery system during device preparation, which is an indication that the device was functioning properly prior to use. With respect to the patient condition, procedural conditions and/or user technique, the difficulty in grasping both leaflets may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. In this case, the information provided in the case details stated that the mitral valve had a moderate bi-leaflet prolapse with a p2 segment flail. There were no difficulties with visualization or insertion of the reported clip. All echocardiogram images suggested that the leaflet insertion was okay. Approximately 1.5 months following the procedure, the patient experienced heart failure and an increase in the mr grade. During surgery to replace the mitral valve with a biological prosthesis, it was observed that there was a rupture in the posterior leaflet running from the free margin to the annulus. While the clip was originally thought to be single leaflet device attachment (slda), it was found that the clip was still inserted on both the anterior and the posterior leaflet, but had been completely rotated through the laceration form the ventricular side to the atrial side of the mitral valve. No damage was observed on the anterior leaflet as a result of the rotated clip. Based on the information reviewed, a definitive cause for the tear in the leaflet resulting in the partially detached clip from the posterior leaflet cannot be determined. The patient effects of worsening mitral regurgitation, tissue damage (mitral valve injury), and heart failure (worsening) are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
Subsequent to the previously filed medwatch, additional information received confirmed that the second clip (10269585/(B)(4)) had rotated through a rupture in the posterior leaflet and remained attached to the anterior and posterior mitral valve leaflets. There was no damage to the anterior leaflet due to the rotated clip. The first implanted clip remained attached to both leaflets. No additional information was provided.